Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure due to normal eri, the lead was found externalized. The lead was capped and replaced and the patient was in stable condition.